Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the pump received a drive/motor error. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to a faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The motor was tested outside the device and passed. Unit was unable to download due to multiple displayable history crc check failed alarms in history screen. The displayable history crc check failed alarms are due to corrupted history file. Unit received with corroded battery tube, cracked battery tube threads, minor scratches on case, cracked reservoir tube lip and minor scratches on lcd window.